Manufacturer narrative:
(B)(4). The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The free breathing valve was disassembled and cleaned to resolve the reported issue.

Event description:
The hospital reported that, unit failed the pre-use leak test and alarmed "bellows are not emptying". There was no reported patient involvement.

Manufacturer narrative:
Per additional information received, the leak rate was about 2 l/min. A preop check of the machine, as contained in the user manual, will pick up such a condition. As stated in the report, the preop test failed, notifying the user of the reported condition. The leak may be able to be compensated for or made up with fresh gas flow. This case is not a reportable malfunction.